Event description:
It was further clarified that the mdu5 plus sterile bag was missing from the device packaging. The sterile barrier was not damaged. The sterility of the device was not compromised.

Event description:
It was reported that there was no device sterile bag. In the preparation of percutaneous coronary intervention, during unpacking of the opticross imaging catheter, it as noted that there was no sterile bag. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event - older than 18 years old. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).